Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The system was explanted. The patient tolerated the procedure well. The patient's condition was stable.